Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the mid left circumflex artery. A 2.25x16 synergy ii drug-eluting stent was advanced but was not able to go to the lesion site. After several attempts were made to push and pull the stent back towards the guide catheter, it was noted that the stent came off the balloon and was floating in the left main coronary artery. The dislodged stent was unable to be retrieved and the patient was sent for an emergency coronary artery bypass graft (CABG) surgery. However, the dislodged stent was still not retrieved. The physician ligated the left main coronary artery and did bypass in the left anterior descending and circumflex artery. No further patient complications were reported and the patient was doing well.